Event description:
In august 2004, the pt reportedly experienced intermittency followed by no sound percept. In august 2004, the pt was seen at the center for evaluation. External equipment was exchanged. However, the problem was not resolved. In about 1 week, the pt was seen by a company rep for evaluation. Testing performed confirmed that electrode array impedance measurements were within normal range. However, it was confirmed that the device was no longer functioning.